Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable and also I ndicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that at a check following a routine device replacement, it was found the right atrial (ra) lead had a warning for abnormal impedance and atrial high rate episodes and some short interval counts (sic). A partial lead fracture was suspected and unipolar impedance measurements were between 920 and 950 ohms. Isometric testing was done with the patient and there was some sic but sustained oversensing was not confirmed. The physician commented that although careful during the replacement procedure, the ra lead may have been damaged during the surgical procedure. The ra lead is planned to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: addrl1 implantable pulse generator 2012 (B)(6); 5054 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was further reported that lead impedance was high and pacing threshold unmeasurable. Chest x-ray indicated fracture on the lead sleeve. The device mode was changed from ddd to vvi and the lead remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.